Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. At the end of an atrial fibrillation procedure, after the radiofrequency portion of the case, a pericardial effusion was diagnosed via intracardiac echocardiography (ice). The physician believed that they perforated the appendage with the qdot catheter. The effusion was confirmed on transthoracic echocardiogram (tte). The effusion was watched for a few minutes, the effusion grew, and then a pericardiocentesis was performed by the physician and 700ml of fluid was removed. The patient was stable and fully recovered. Activated clotting time during the procedure was greater than 350. There was one transseptal puncture with a brk needle. There were no sheath and catheter exchanges. The force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability was 3mm 3 seconds with no additional filters used. Color option was surpoint. There was no error message observed on biosense webster equipment during the procedure.